Event description:
The customer alleged that the unit was leaking cidex onto the floor. There were no reports of injuries. The customer repaired the unit.

Manufacturer narrative:
Customer repaired unit by replacing the skinner and pressure relief valves.